Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during procedure the laser power was low. The laser power was configured but had no effect on the patient. The laser probe was exchanged which did not resolve the issue. There was no system message displayed. Patient impact is not known. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system but was unable to replicate any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on october 1, 2011. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).